Event description:
"It was reported the was tested during the implant procedure and contacts 1 - 8 were giving invalid impedance readings." The lead was tested, cleaned, reconnected but the lead still gave invalid impedances and a kink/fracture was suspected. The procedure was successfully completed with a new lead and surgery was extended by 15 mins.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.